Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported during the afib ablation, the patient experienced a tamponade after 20 minutes of ablation so the case was abandoned. A drain put in and 800ml of fluid was removed. The customer was unsure if the impedance reading correctly on the generator. Also the indifference electrode cable is stuck in the socket and can't be removed.

Manufacturer narrative:
(B)(4). It was found that the indifferent electrode cable was glued to the connector and could cause the impedance reading error, but the issue was resolved by replacing it, however this condition was not related to the tamponade. The preventive maintenance and functional tests performed. The device history record for stockert (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.